Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-10. H.6. Investigation summary: h.6. Investigation summary: bd received ninety-two (92) samples and one (1) photo and one (1) video for investigation. The photo and video were reviewed and the indicated failure mode for missing label was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was no label on the tubes. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: ¿no labels on the tubes, photo added¿.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was no label on the tubes. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: ¿no labels on the tubes, photo added¿